Event description:
User facility reports one incident of an air leak during rinseback at termination of treatment. Due to potential for contamination, portion of the extracorporeal circuit was discarded resulting in ebl = 110cc. There was no pt injury or need for medical intervention reported. No defects were observed on the returned sample. This MDR is filed for blood loss only.

Manufacturer narrative:
Na